Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call tac was going to attempt to trouble-shoot the failure with the customer, but the customer indicated that he was no longer with the device and requested a call back. Prior to tac's return call, an email was received from the initial reporter, noting that the light source was now functioning properly, and the problem was with the scope. Customer is not intending to return the light source. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii xenon light source was presenting a b30 scope communication during procedure preparation. According to the initial reporter, the staff changed out the scope to continue the procedure without any patient harm.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over two years since the subject device was manufactured. As the device was not returned to olympus, a device evaluation could not be performed. Therefore, the investigation was unable to determine the exact cause of the reported issue. Olympus will continue to monitor the field performance of this device.